Event description:
The customer reported an uncontained cleaner leak of less than 5 ml from a coulter lh 500 hematology analyzer. The customer also reported that hgb (hemoglobin) results were not matching from automated to manual modes. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
The customer observed a leak from the top of the aspiration needle. The customer replaced the needle to fix the leak. The bsv was cleaned to resolve the hgb mode to mode issue. (B)(6).